Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the inssulin pump alarmed button error. The patient's blood glucose at the time of incident is unknown. The alarm could not be cleared. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted. However act, esc and up arrow buttons did not respond due to corroded keypad traces.